Event description:
Patient was revised because the troch nail cut out of the femoral head.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Provided information states the nail and lag screw were removed and an endurance long cemented stem with a bipolar head was implanted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.